Manufacturer narrative:
The software data logs were received by the manufacturer on 12/10/2013 for further evaluation.

Event description:
It was reported by the subsidiary, that the centrifugal system stopped suddenly. No other details regarding the nature of this event were provided.